Event description:
During the optical urethrotomy portion of the procedure, the knife tip on the urethrotome broke and remained in the tissue. The physician removed the knife in its entirety from the patient's tissue. There was no harm to the patient. A x-ray was taken and read as negative.